Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had vibration, low rotations per minute (rpms), and the decibels "db" and temperature were out of specification. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was running over the temperature specification (35 degrees above ambient room temp. Should be less than 20 degrees), had low rotations per minute (rpms), (65,700 should be at least 75,000), and the vibration and noise levels were above specification (83 db should be less than 75 db). It was further determined that the bearings were worn out causing the heat, vibration and noise. It was further observed that the vanes were worn out causing the low rotations per minute (rpms). Therefore, the reported condition was confirmed. It was determined that these issues were consistent with normal wear over time. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.